Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the bank, the port or the connector tubing."

Event description:
Health professional reported, the removal of a lap-band access port due to alleged leak. Per the reporter, "the tubing had worn through" which caused a leakage. The alleged leak was first noticed when "during band adjustment procedure, fluid was missing from band." "This was confirmed with a (B)(6 )study that showed contrast leaking into the abdomen when injecting into the lap band system." The port was removed and replaced.